Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check, the auto pulse platform (s/n: (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. The customer tried to reinstalled the lifeband, however, the customer was unable to clear the error message. It was also noticed that the bottom housing was damaged and the screws were missing. The customer did not know how the damages occurred on the platform. No patient involved with this event. No other information was provided.

Manufacturer narrative:
MFR #3010617000-2017-00010 and MFR # 3010617000-2017-00012 reports were inadvertently submitted on 01/06/2017 for the same issue.